Event description:
The patient presented with heart failure, dyspnea, and prosthetic aortic stenosis and was diagnosed with endocarditis caused by streptococcus viridans. The valve was explanted and replaced by another sjm tissue valve. The patient required a pacemaker post-operatively, and was discharged to home.